Manufacturer narrative:
The device was evaluated. Evaluation noted image blackout, faulty circuit board noted. A definitive root cause could not be identified. Based on reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for an unspecified image abnormality. During the device analysis, the service repair team indicated that there was an image blackout. There was no patient involvement.